Event description:
Customer reported two false positive events, see related case for the second false positive reported by the customer. Customer received a false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot: 21399h, cartridge serial number: (B)(4), and cue reader serial number: (B)(4). The customer tested negative with a subsequent cue covid-19 test on (B)(6) 2022. Additionally, the customer tested negative with bioiq test (sample sent on (B)(6) 2022, results reported on (B)(6) 2022). The customer did not have symptoms or known covid-19 exposure but was recovering from covid-19 from on (B)(6) 2022.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.